Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31-aug-2020. The medical event associated with this case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. No further investigation is required. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as skin infection and swelling of the arm. Customer had contact with a healthcare professional who advised discontinued use of the sensor and prescribed an unspecified ointment for treatment. There was no report of death or permanent injury associated with this event.